Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and failed back surgery syndrome reported their voltage went from 1.9 to 2.5 on its¿ own without a change in position. There were no factors that may have led or contributed to this. An impedance check was performed with all results within normal limits. The position of adaptivestim was also tested with normal results. It was unknown if the issue was currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.